Event description:
The hospital has recently identified six instances since [redacted date] where repeat analysis of troponin levels were inconsistent. In all cases, the initial value was 14-32 then repeat was lower at 6-20. The initial level was below action threshold for intervention in cardiac cath lab. The testing was repeated because the care team had low suspicion of heart damage and requested repeat testing which then resulted in normal range. The vendor is aware and has changed out probes and cells. The reagent used has remained constant and used for both the initial testing and repeat testing. Manufacturer response for chemistry analyzer, e-801 (per site reporter). They have replaced parts. They continue to work with the hospital.